Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had a possible/suspected percutaneous lead fracture. The pt tried different y-cables on both controllers and reported the same "red screaming alarms" on both controllers. The power module had speed drops that caused the pt to be symptomatic. The issues seem to be resolved once the pt switches back to batteries. The pt will be presenting to the hospital for eval. Chest and abdominal x-rays and device download will be attempted and also switching the pt to the hospital equipment to see if the alarm occurs again.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.